Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a small fracture near the display. The customer went swimming with pump, and then it started not working properly. The customer stated there was humidity under the display. Customer's blood glucose was 10.1mmol/l.

Manufacturer narrative:
The pump was received with a frozen display then constant tone due to moisture damage on the connector on the lcd board. The pump had a cracked lcd window, minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.